Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5115829 / 5116752.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempt. The patient underwent a revision procedure wherein the ipg and leads were replaced with an MRI compatible device. The explanted ipg and leads were not returned as they were discarded by the medical facility.